Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9 xr assay, lot 08851m500 compared to the troponin centaur method. The customer provided the following elevated results for sid (B)(4): 124.79 u/ml. The centaur result was 48.6, uom not provided. Troubleshooting of the issue was done by performing maintenance of the architect. The falsely elevated results were not reported out the lab. There was no adverse impact to patient management reported.